Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. While harvesting the greater saphenous vein, the device self activated and started smoking inside the patients leg, the device was withdrawn but could not be shut off. The device was unplugged and replaced with a new device. The case was completed without incident. There was no harm to the patient.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. H3 correction: device not returned, changed to device discarded. H6 correction: device not returned, changed to device discarded. Internal complaint number: (B)(4). A lot history record review was completed for lots 25144445, 25144182 and 25144125 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. While harvesting the greater saphenous vein, the device self activated and started smoking inside the patients leg, the device was withdrawn but could not be shut off. The device was unplugged and replaced with a new device. The case was completed without incident. There was no harm to the patient.